Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Investigation status: although it is unclear if the unit actually over delivered tidal volume or if this was a monitoring failure, the calibration of the flow sensors can be the solution to tidal volume issues. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Cause analysis: the cause of the reported fault is not provided, however this failure can be caused by the flow sensor, which is a user replaceable item.

Event description:
Per (B)(4) database: it was reported that the unit was possibly delivering more tidal volume than the amount set based on the patients height and weight. There is no report of patient injury.